Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during an emergent follow up. End of life (eol) indicator triggered not when expected. A replacement procedure was scheduled. This device was replaced and is not expected to be returned as it was thrown away after the procedure. No additional adverse patient effects were reported.